Manufacturer narrative:
With no additional, related information provided, the customer reported event was not able to be confirmed. The 25 gauge articulating illuminated laser probe was manufactured on june 2, 2017. There were 162 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the laser probe was getting stuck in the trocar when pulling it out. An alternate probe was used and the same issue occurred. Both probe tips were removed without patient harm. The case was completed. This is the second of two reports.